Event description:
Customer reportedly three different sets of comparisons using his compact plus meter, within 10 minutes: 16 mg/dl and 75 mg/dl, 15 mg/dl and 75 mg/dl, and 26 mg/dl and 62 mg/dl. The same vial of test strips was used for all 3 comparisons. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.